Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been confirmed to be unavailable. (B)(4).

Event description:
A nurse reported that multiple knives were noted to be dull. Procedure details and patient involvement information is unknown. Additional information has been requested. Additional information received confirmed that the knives were not sharp enough during cataract procedures. There was no harm to any patient.